Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 22march2019. The customer called philips technical support for assistance with unit failing the gas volume accuracy test. During trouble shooting it was discovered the certifier was not set correctly. The customer corrected the certifier setting and unit now passes the gas volume accuracy test.

Event description:
The customer reported that the unit failed the gas volume accuracy test. There was no patient or user harm reported. The event date was not specified; estimate used.